Event description:
Rn reported while training another rn in the unit, the spike fell out of the sloution bag as they began running through the exchange process. Per the rn, there was no pt involvement in this incident.